Event description:
In 2008, the patient reported that while she was changing the insulin cartridge of her infusion device, the plunger remained attached to the piston rod and insulin spilled into the cartridge chamber. She stated she was able to detach the plunger from the piston rod prior to the call. The patient was assisted in setting up her backup infusion device. The patient did not report blood glucose concerns related to the issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.